Event description:
The hcp reported that the pump was removed for potential defect in the rotor, sprocket, or spindle. The device was returned to the manufacturer for analysis. A followup report will be sent when additional information received.